Event description:
The rptr indicated that on 3/13/98 and 3/23/98, undersensing, noncapture, and intermittent output was observed. Sometime between 3/13/98 and 3/23/98, the pt had been defibrillated four times. Today (3/23/98), the lead impedance is high, and the output current as telemetered as low. The rptr also stated that there is no clear magnet response.